Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a device history record review was completed for provided lot number 0294098. The review did reveal detected issues of non-conformance during the production process associated with the product packaging. In response to the non-conformances, 100% of product was inspected and the affected product was discarded. A picture was returned; however, the picture sample does not show the reported defect and therefore, cannot assist in identifying the reported defect nor the cause. If any additional samples become available, further investigative conclusions may be possible. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that the packaging units of 2 bd posiflush¿ xs pre-filled flush syringes nacl 0.9% had broken seals and were no longer sterile. The following information was provided by the initial reporter: "x2 posiflush found in 2 different am packs with broken seal and de-sterilised."